Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information from the journal article entitled; surgeon-modified endovascular grafts for treating ruptured arch aneurysm due to proximal endograft failure after thoracic endovascular aneurysm repair combined with total debranching tsuyoshi shibata · masami shingaki  · kiyofumi morishita general thoracic and cardiovascular surgery (2021) 69:118¿121 https://doi.org/10.1007/s11748-020-01414-2 a patient underwent total arch rerouting followed by tevar for an 80mm aortic arch aneurysm where a valiant stent graft was considered to have been implanted. 3 days post the procedure, a cta was performed which revealed sac expansion due to a type ia endoleak during regular surveillance. R e-interventions were recommended, but the patient refused further intervention. 1.5 years later the patient presented with chest pain. The patient hemodynamically unstable. There was high suspicion of ruptured arch aneurysm as a result of the ia endoleak. The patient was taken to or where a fenestrated valiant captivia stent graft was prepared to be implanted. Stent graft modification consisted of a partially unsheathed endograft, creation of fenestrations, and reloading of the entire graft into the existing sheath. The stent graft system was advanced into the ascending aorta via the right femoral artery, blood pressure monitoring provided quick information on whether the stent graft occluded the target vessel or not. A completion angiogram demonstrated exact device positioning without any endoleaks. It was reported the patient experienced delirium during recovery and was discharged from hospital 30 days post procedure. A CT angiogram at discharge showed no endoleaks within the length of the 5-cm proximal landing zone, according to a centerline measurement.